Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia. It was reported that the patient was charging too frequently. It was also noted that the implantable neurological stimulator recharger (insr) was not working correctly because starting about a week ago, the device would charge the implantable neurostimulator (ins) very slowly. When the patient first got her ins, it would take her 1.5 hours to charge to full, but now it takes 3 hours. The patient confirmed that she has not recently switched groups or changed her program parameters. It was also stated that the ins was draining faster than it should; the ins would drop from 100% to 75% in one day. The patient also confirmed that she would get all 8 coupling bars when charging. The patient also noted that two weeks ago, the patient fell causing her to brake her tibia which could have affected the system. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient wanted a replacement ins recharger (insr) and instead received another antenna. The patient reported that it still took them 3 hours to charge when the patient was starting at 75%. The patient reported it didn't used to take that long. The patient noted that this had started after they had begun charging every other day this month. The patient also mentioned the last antenna received was sent to the wrong address to the guy across the street. The patient also reported that they reached out to a manufacturer representative the first time it broke and the metal things came out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the issue has not yet resolved and reiterated that it takes them 3 hours to charge. On (B)(6)2017 the patient reiterated that their ins is no longer holding a charge as long. The patient stated they talked to a manufacturing representative who stated to charge every three days, and since the ins is 7 years old they may need to charge more often. It was reported that the patient¿s healthcare provider (hcp) changed their programmer in (B)(6) because it wasn't working for them. The patient connected and was able to get full coupling. The patient stated the ins was at 50%, and the day prior they charged to 75%. The patient also stated that they had a migraine the day prior.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.